Event description:
International customer reported that a pt underwent a laparoscopic inguinal hernia repair with mesh implanted in late 2008. The pt presented with abdominal pain four weeks following the procedure. The pt was returned to surgery for a laparoscopic evaluation at which time inflammation, paralytic ileus and peritonitis was diagnosed. The site was opened and surgical drains were placed. Due to the presence of the peritonitis and pain, the pt was then transferred to a different facility where the mesh was explanted. The pt was treated conservatively for the peritonitis and is reported as fully recovered.

Manufacturer narrative:
Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500 a form will be submitted accordingly.